Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indication of particulates within the cassette area and no burrs or sharp edges that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The fifteen minute self-test / treatment was performed and completely without failures. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's set compartment door when removing the set at the end pd treatment. It is unknown at which point in therapy the leak may have began. The patient contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cassette was discarded and is not available to return. Upon follow up, the pdrn confirmed treatment was completed on the date of the event but is unsure if the patient was able to complete treatment the following day, however, she confirmed the patient is trained to complete treatments with manuals if needed. The cassette lot number is unknown. The replacement cycler was received and the reported cycler was returned to the plant.

Manufacturer narrative:
Correction: event description.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cycler's set compartment door when removing the set at the end pd treatment. It is unknown at which point in therapy the leak may have began. The patient contact was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. The cassette was discarded and is not available to return. Upon follow up, the pdrn confirmed treatment was completed on the date of the event but is unsure if the patient was able to complete treatment the following day, however, she confirmed the patient is trained to complete treatments with manuals if needed. The nurse confirmed the patient did not experience any symptoms within 72 hours of the reported event. The cassette lot number is unknown. The replacement cycler was received and the reported cycler was returned to the plant.